Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 03-mar-2022, UDI#: (B)(4). Product analysis: the valve and the delivery catheter system (dcs) were discarded therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the nose cone on the delivery catheter system (dcs) caught the base of the valve and pushed it up into the aorta and coronary perfusion was immediately confirmed. It was noted that a pre-balloon aortic valvuloplasty (bav) was performed but per the physician did not move the calcified leaflet enough to create a good landing zone for the valve. The transcatheter valve was explanted and a surgical valve was implanted. No additional adverse patient effects were reported.